Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation, it was noted that the pacemaker was in backup mode. Attempts were made to re-program the device which were unsuccessful. The physician explanted and replaced the pacemaker on (B)(6) 2022. There were no adverse consequences to the patient.